Event description:
It was initially reported by a user facility¿s biomedical technician that a 5008x hemodialysis machine shut down during a patient¿s treatment resulting in an adverse event. Additional information was provided through follow-up with the clinic manager. On (B)(6) 2026 a patient was initiated on a hemodialysis (hd) treatment utilizing the 5008x machine. An unknown time after treatment initiation, the patient requested to go to the hospital due to elevated blood pressure (bp) (no values provided). Important to note, the patient presented to the clinic for treatment with high blood pressure that day. Treatment was stopped and the patient¿s blood was completely returned. The patient was disconnected from the treatment. After the patient disconnected from the machine, the nurse could not stop the patient¿s hemodialysis access site from bleeding. The patient was not achieving homeostasis. It is unknown what type of access the patient had. Emergency medical services (ems) was contacted, and the patient was transported to the hospital where they were admitted. It is unknown if the 5008x machine alarmed during the patient¿s treatment. The patient¿s treatment data could not be accessed following the discontinuance of the treatment. Equipment code: 215 machine hours: 676 software version: 4.82.4 machine files: attached

Manufacturer narrative:
There is a temporal relationship between hemodialysis (hd) and the utilization of the 5008x machine and the patient event of hypertension with subsequent bleeding of the hd access site. However, there is no documentation in the complaint file to show a causal relationship between use of the 5008x machine and the adverse event. Additionally, there was no allegation of a machine malfunction or deficiency reported for this adverse event. The patient¿s bp was reportedly high prior to the start of treatment. ¿hypertension, an important and modifiable risk factor for cardiovascular disease, is observed in >80% of patients treated with maintenance hemodialysis.¿ it is unknown how hypertensive the patient was as no additional information was obtained. The patient was disconnected from treatment, and the access site (unknown type) was reported to have not stopped bleeding. ¿compared with the general population, patients with kidney failure receiving maintenance hemodialysis (hd) face higher risks of both bleeding and thrombosis. This apparent paradox is likely explained by a complex set of factors: the adverse effects of kidney failure lead to numerous deficiencies in hemostasis, such as platelet dysfunction and activation, vessel wall and endothelial damage, and imbalances of the coagulation cascade and fibrinolytic system.¿ based on limited information and no evidence of a malfunction or deficiency, the 5008x machine can be excluded as the cause of the patient¿s hypertensive event and access bleeding. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.